Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) male patient contacted zoll customer support to report that the patient received a treatment on (B)(6) 2014. Double counting contributed to the false detection. The patient was treated while in a sinus rhythm at 00:47:53. The post-shock rhythm was a sinus rhythm. It was reported that the patient was conscious at the time of the treatment. The response buttons were pressed prior to treatment delivery, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The patient was taken to the hospital, and the patient continued to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient was taken to the hospital, and the patient continued to wear the lifevest. Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a patient. Usage: device manufacture date: monitor sn (B)(4) - 05/2011 (reuse). Electrode belt sn (B)(4) - 04/2013 (reuse). Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.